Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer was reported via phone call that, the battery cap was loose and insulin pump went blank. The blood glucose was 159 mg/dl at the time of the incident. Customer stated that, the insulin pump had battery out limit and bolus stopped alarm, lose battery cap pump and noticed a hairline crack on the insulin pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/unexpected restart error and excessive no delivery test due to blank display. Pump received with cracked battery tube threads noted.